Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. D4: batch #205c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with the high dome anvil shroud detached from the device. The breakaway washer was present, cut and there were no staples present indicating that the device achieved a full firing stroke. Further analysis shows that the legs from the high dome anvil shroud were noted to be broken from the outside. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage noted on the legs of the anvil is related to improper use of the device. Although no conclusion could be reached on the cause of the reported event of hemostasis controllable and malformed staples, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 205c46, and no non-conformances were identified. (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no, just bleeding during intra-op but manage to stop the bleeding by manually sutured. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: no changes.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the stapler is not firing properly. After firing, our hcp noticed that some part did not stapler well (6 to 9 o'clock) and it caused bleeding. Case was completed with manually sutured at the bleeding part. The surgery was delayed 15 minutes but was successfully completed.